Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent. Events associated with patient's first case. Events associated with patient's second case reported via mw # 2210968-2021-10271.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced mesh exposure and pain following insertion. It was also reported that the patient had a partial removal in (B)(6) of 2021.